Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen stopped responding in the corners after the device was struck on the side while the user¿s child was playing, leaving the screen visually intact but nonfunctional and preventing button presses. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included replacement of the device and guidance to continue using cgm through the dexcom app or receiver, to shut down the ilet to avoid alerts, to sync data to the mobile app prior to return, and to start up the replacement device as data would not transfer. Investigation included remote troubleshooting and assessment of functionality based on user report. Investigation of this device revealed a device interface failure consistent with physical impact damage to the display input area, with the pump otherwise functional. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external force.